Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. It was also reported that there were events of short interval counts (sic) and oversensing on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6931-65, implanted: (B)(6) 2007; 4574 non-defib lead, implanted: (B)(4) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.